Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl; cause was not known. Customer consumed carbohydrates to address bg. Additionally, it was reported that the customer experienced a bg level of 475 mg/dl. Customer alleged the pump did not perform as intended. Reportedly, the pump supplies were in use for over 3 days with humalog insulin. Tandem technical support educated customer regarding cartridge/ insulin labeling. Reportedly, the customer continued to use the pump for insulin therapy.